Event description:
The customer stated that he tested his blood glucose and received a reading of 225 mg/dl. He retested within 5 minutes using another breeze meter and received a reading of 107 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events due to the readings. The strips are to be returned for evaluation, and replacement strips will be sent.